Manufacturer narrative:
It was reported by (B)(6) that several patients (5-in total) had either experienced the "balloon burst or the g-tube get sucked to the intestine" while using the enfit 3-port gastrostomy 20 fr tube. Reporter states on (B)(6) 020 patient's g-tube (enfit 3-port gastrostomy 20 fr tube) had "sucked into the intestine." Reporter states, the g-tube was removed that same day and a new g-tube placed by a registered nurse. Reporter states the same product make and model (enfit 3-port gastrostomy 20 fr tube) was used for replacement. Reporter states, "g-tube site redness noted," no serious injury reported. Reporter filed three additional incidents concerning this patient and this product in the month of (B)(6) 2020; see complaint numbers (B)(6). No additional details are available related to the customer reported issues. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. Sample is not available for return and evaluation. Due to the reported medical intervention, this medwatch is being filed. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that several patients (5-in total) had either experienced the "balloon burst or the g-tube get sucked to the intestine" while using the enfit 3-port gastrostomy 20 fr tube.